Manufacturer narrative:
H2. Correction: please note, h6 code b17 no longer applies to this report. H3. The returned implantable neurostimulator (ins) (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. H6: please note, h6 codes b20, c20, and d12 apply only to the lead with serial # (B)(6). Codes b01, c19, and d14 apply to the ins and the other two leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead that was replaced in the revision surgery on 2022-mar-30 was not the 977a260 lead, but actually the 977a290 with serial number: va1tlgd016 and it was replaced with 977a290 serial number:va2gu80031. The explant of the current system occurred on 2023-jun-13. It was reported that the leads were cut during the procedure. During the surgery, it was noted that the lead that was in the 8 ¿ 15 channel was not attached properly to the ins, which could be a reason for the malfunction.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# va2gu80031 implanted: 2022-03-30 explanted: 2023-06-13 product type lead product ID 977a290 lot# serial# (B)(6)implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there seems to be some uncertainty regarding the exact configuration of the patient's system, and they will try to find out more when he returns to the clinic. On (B)(6) 2020 he had the implantation of the implantable neurostimulator (ins) and two vectris leads. Then he had a revision surgery on (B)(6) 2022 where he got another vectris lead. They also put an extension on the surgery protocol, however on the ins it says that he does not have an extension. The physician will do an x-ray the next time he comes in, to find out whether he has an extension or not. The rep will also ask if the issues started before, directly after, or some time after the revision. Additional information was received from a manufacturer representative (rep). It was reported that the devices with the impedance issues are the ins and, most likely, the leads 977a260, (B)(6) and 977a290, (B)(6). The rep has not seen the patient again since writing the report so they could not clarify if he has an extension or not. The rep can try to find out the cause of the past revision next wednesday, may 10, when they will be at the account again.

Manufacturer narrative:
Continuation of d10: product ID 977a290; serial# (B)(6); implanted: (B)(6) 2022; product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the cause of the lead dislocation was not determined. The cause of the lead not being properly attached was not determined. Lead 977a260 was the lead that was not attached properly to the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported the device showed "out of regulation" at comparably low currents (around 2.5-3.5). This happened for every electrode on the patient's leads. The issue led to the patient not being able to adjust the in tensity to the level that they needed for effective therapy. The representative adjusted the intensity for them with the clinician programmer. They used adaptive stimulation hoping that it would lead to sufficient pain relief and that they did not need to adjust the intensity with their controller. The issue was not resolved. Additional information received from a manufacturer representative. It was reported that electrode 15 had high impedances (around 37,000 - 40,000 ohms) and the representative did not use this electrode. The cause of the "out of regulation" message was not determined. The representative noted that the device might be explanted soon as the patient was not able to get sufficient pain relief in the past few months; this was perhaps due to the low intensities that were possible with the device. The representative reported that hopefully they could resolve the issue temporarily with the programming of adaptivestim but as of now, the representative did not know what was planned next. The patient was to be seen in may.

Manufacturer narrative:
Concomitant medical products: product ID 977a2, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a2 .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the revision surgery was dislocation of the previous cervical lead (977a260). It was not further specified in the physicians documentation. Today (2023-may-17), it was decided that the device will be explanted as the pain relief is not sufficient. The rep will send it in then.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.